Event description:
Received info of a leak at the bottom of the cartridge. Customer's blood glucose level was elevated. Reportedly, the customer's blood glucose level returned to normal once the cartridge was changed. Customer was able to load a new cartridge successfully and return blood glucose level to normal.

Manufacturer narrative:
No product returned for evaluation. Should new info become available, a follow up supplemental report will be submitted.